Manufacturer narrative:
On (B)(6) 2024 a patient underwent surgery (implantation). While drilling, the flexible drill shaft broke intraoperatively (ref 02822120). Further optical investigations were not conducted since the affected product is not available at this moment. Since the lot of this product is unknown, it was not possible to check the manufacturing documents. On the other hand, the ifus and sts were checked, since the ref of the affected product is known. These documents do not show any flaws regarding the affected product and describe the correct usage of the instrument. All in all, no main cause could be determined, with the information currently at hand. A possible cause for the break of the drill could have been an unintentional user error, but the condition of the bone could also have had an influence, however both was not reported. This event was assigned to the error pattern "break of the instrument" with the corresponding consequence "extension of the operating time".

Event description:
Drill shaft broke during surgery. It just sheared during drilling. No impact on patient.